Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have a failure to radio frequency (rf) telemetry. Upon presenting in-clinic for an unrelated issue, interrogation of the device confirmed an rf chip malfunction. Corrective programming changes were made to restore rf telemetry. The patient was stable throughout.

Manufacturer narrative:
Correction: d6a: implant date should be:(B)(6) 2018.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced in a procedure on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The report of the event failure to interrogate could not be confirmed. The device was below elective replacement indicator (eri) when received. Longevity was calculated based on the usage data, and the battery depletion was normal. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. No anomaly was detected.